Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fluoroscopy revealed the left ventricular lead exhibited an insulation anomaly. No electrical anomalies were noted. The lead remained implanted.